Event description:
Reported by the patient as pain, band slippage and possible leak. Follow up with the doctor reveals: " the endoscopy showed a small hiatal hernia, no band slippage, and a port leak. I don't think the hiatal hernia is related to the lap-band."

Manufacturer narrative:
Taper type ii. The product associated with this report has not yet been returned as it was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Pain and hiatal hernia are surgical-physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."